Event description:
International affiliate reprots 3 complaints concerning fault on programmable valve due to mobile pnones. Request to affiliate for additional info revealed the pts did not require additional intervention. The neurosurgeon repgrammed the valves.